Event description:
It was reported that there was a primary alarm post, watch dog failure, and a speaker problem. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and a cracked right plunger case. A review of the event history log identified primary audible alarm background test and watchdog failure in the history. Functional testing was performed using the power up process and occlusion test. The reported problem of primary audible alarm background test and watchdog failure were unable to be duplicated. The root cause of the problem was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol b10009704.